Event description:
It was reported that the user experienced a hypoglycemic event after entering a larger than usual meal announcement while at 77 mg/dl, then observed glucose rise to about 130 mg/dl before dropping rapidly, with a documented nadir of 47 mg/dl and active device low alerts, after which the user self-treated with regular soda, glucose tablets, and honey, and glucose subsequently increased to 146 mg/dl. Symptoms included hypoglycemia without loss of consciousness or reported neurological effects. Outcomes included no need for medical assistance and no hospitalization. Investigation included case triage, user coaching, and troubleshooting focused on meal announcement practices and corrective carbohydrate intake. Investigation of this case revealed user-related use error involving incorrect meal announcement at a low and downward-trending glucose, with device alerts functioning as designed and no device malfunction suspected. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement timing and size, mitigated through education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.